Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by stomach ache and turbid effluent. The cause of the peritonitis was not reported. On an unreported date, the patient presented to the outpatient department for the event. The patient was prescribed unspecified antibiotics. At the time of this report the patient was not recovered from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined to provide further information.